Event description:
It was reported that the customer was treated by paramedics seven times due to hypoglycemia. The reported blood glucose reading was 305 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume corrected. The displacement test passed. The customer was disconnected during priming. The customer stated that all of the events happened at the same time in the afternoon. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.